Event description:
It was reported that customer experienced low blood glucose, which measured 49 mg/dl, while updating pump settings related to time, personal profile, or biq/ciq features. Customer treated low blood glucose by consuming carbohydrates, did not require help from another person, and technical support assisted with updating biq/ciq settings and advised customer to consult healthcare provider regarding any future setting changes.